Event description:
Dealer states brackets on weldment that bolt it to the power center mount is broken on one side and bent on the other. Dealer states he believes user ran into something to make that happen.